Manufacturer narrative:
The report of the autopulse platform (sn (B)(6) ) displaying fault 16 (timeout moving to take-up position) error message was confirmed during the functional testing and on the archive data review. The root cause of fault 16 was due to slipped bushing in the drivetrain due to normal wear and tear of the platform. The autopulse platform is reusable device and was manufactured in 25 february 2014 and is 6 years old, past the expected service life of five years. There was no preventive maintenance performed on the platform since 2014. During visual inspection, the platform was observed with the drive shaft exhibiting binding and resistance due to a sticky clutch plate. The root cause was due to wear and tear. In addition, missing screws were observed from the platform cover. The probable root cause was due to wear and tear or mishandling. These observations are not related to the reported complaint. During archive data review, multiple fault 16 was observed confirming the reported event. The platform was functionally tested and displayed fault 16 (timeout moving to take-up position) error message upon power up. The autopulse platform did not achieve the target depth for take-up within the specified time (~5 secs) due to the slipped bushing in the defective drive train motor. When the bushing slips, the drivetrain motor will seize and unable to rotate. After replacing drivetrain motor, missing screws and deburring of the clutch, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the platform is returned and investigation has been completed.

Event description:
During device maintenance, the autopulse platform (sn (B)(4)) displayed fault 16 (timeout moving to take-up position) error message upon power on after pressing the continue button. No patient involvement.